Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-29149 - device 2 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6)2024. The patient was admitted to intensive care unit (ICU) due to hyperglycemia. The blood glucose level was 518 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The patient was released from the hospital on (B)(6)2024. No further information available.